Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported frequent low blood glucose (bg) events after independently adjusting their ilet target range higher. The lowest blood glucose (bg) recorded was 69 mg/dl. The user treated the low bg with carbohydrates. The user's reported symptoms during the event included shakiness and feeling ¿like he is dying.¿ the agent advised contacting the trainer or healthcare provider (hcp) before making future target changes and educated the user on proper low treatment to avoid rebound highs. No outside assistance or medical intervention was required. Blood glucose (bg) was corrected with carbohydrate intake.